Event description:
It was reported that the cot is not latching in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot is not latching in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged inspection found that the foot end fastener assembly was sticking, causing the cot not to fasten to the fastener. The issue was resolved for the customer by replacing the foot end fastener